Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened up button dome switch. No unlocked keypad connector was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons were unresponsive on the insulin pump. Customer stated, the insulin pump was not dropped or bumped. The customer's blood glucose was 14 mmol/l. The customer also reported a battery replacement did not resolve the issue. The insulin pump will be returned for analysis.